Manufacturer narrative:
The customer's reported complaint of autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) error message was confirmed during archive review and during functional testing. Load cell was found defective and a replacement was required. During functional testing, user advisory (ua) 02 error message displayed upon powered on the device, thus confirming the reported complaint. Additionally, during the evaluation, the platform failed due to user advisory (ua) 27 (encoder fault (>3000 rpm)) error message, unrelated to the reported complaint. Replacement of the encoder gearbox is needed to remedy the fault. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, bent battery lock, damaged both head restraint wires on the top cover, front, bottom enclosures and the battery compartment were noted. The autopulse platform is a reusable device and was manufactured in october 2007 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated multiple error messages user advisory (ua) 02 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory - ua 02 (compression tracking error) message during patient use. No known impact or patient consequence was reported. No other information was provided.